Manufacturer narrative:
Aso performed test for adhesion properties on 04/05/2016 on retained samples of the same lot number. In addition, aso reviewed records of biocompatibility test data.

Event description:
Consumer stated that product caused injury to him as it pulled his skin off his nose.